Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented a sudden worsening of urinary continence. Ultrasound and cystoscopy showed a completely open urethra and a completely empty balloon. A leak from the system is suspected, from an unknown location. The aus is currently implanted. There were no additional patient complications.